Event description:
A customer contacted beckman coulter (bec) reporting about 10 ml of liquid leaked out of the coulter lh 750 hematology analyzer and onto the counter. The customer was unable to locate the source of the leak. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles at the time of the incident. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 and found a broken fitting on the flowcell. The fse replaced the fitted which resolved the issue. During optimization, the fse was not able to properly align the flowcell. The fse ordered and installed a triple transducer module (ttm). Failure mode: broken flowcell fitting. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).